Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the noise allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.

Event description:
It was reported that this right atrial (ra) lead started exhibiting noise. A few months later the patient reported chest pain and was put on medication. The patient was brought in a couple of years later for a chest x-ray and it was discovered that the lead had perforated and the patient had a pneumothorax. A few months later the patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead perforated and currently in the left lung. Noise and chest pain were noted a couple years ago. Chest x-ray discovered left lung was 50% collapsed. Patient was admitted to the hospital and released the same day, but was told that surgery is necessary to remove the lead. Patient will discuss options with medical doctor about lead removal. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the noise allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.

Event description:
It was reported that this right ventricular (rv) lead perforated and currently in the left lung. Noise and chest pain were noted a couple years ago. Chest x-ray discovered left lung was 50% collapsed. Patient was admitted to the hospital and released the same day, but was told that surgery is necessary to remove the lead. Lead was surgically removed later at an unknown date. No additional adverse patient effects were reported.